Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombus is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted with inflow cannula thrombosis and was treated with pharmacological therapy on (B)(6) 2015. It was stated that there was no effect on patient. No additional information available.

Manufacturer narrative:
Additional information received: it was reported from the site that the patient had been admitted since (B)(6) due to sepsis and had been on heparin since. The date of the thrombus event was stated to have been on (B)(6) 2015. Patient was then placed on heparin for two days and then was put on tirofiban from (B)(6), for seven days. Patient was stated to have had no signs or symptoms on presentation. Lactic dehydrogenase (ldh) was 443. Patient was stated to have been discharged on (B)(6) 2015. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Hvad pump hw23578 was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log files revealed a decrease in power consumption and estimated flow starting (B)(6) 2015. Multiple low flow alarms have been logged since (B)(6) 2015 leading upto (B)(6) 2015. It was reported that the patient was admitted with inflow cannula thrombosis and was treated with pharmacological therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event observed in the log files may be attributed to the suspected thrombus at the inflow cannula of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the site that the patient had a pulmonary infection which was positive for streptococcus and klebsiella. Also stated was that the patient received antibiotics: ampicillin, ceftriaxone and linezolid and the outcome of sepsis was stated to have been resolved on the (B)(4) 2015 and patient was discharged. It was further stated by the site that the infection was not pump or device related. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.